Event description:
It was reported that a brown stain was identified inside the tubing of an access administration set. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph noted a brown particle inside the tubing. The reported condition was verified. The cause of the condition was due to the degradation of raw material during the extrusion process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.